Manufacturer narrative:
The reported issue was confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a faulty isolation card. However there was insufficient information to confirm this potential root cause. It was noted that while evaluating the arctic sun device and observed that the patient temperature (pt1) was not reading. Had them connect a calibration test unit (ctu) and simulate different patient temperatures; patient temperature (pt1) did not register a temperature. Discussed this was indicative of a failed isolation card. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw28-000770-00 rev 9 are found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were evaluating the arctic sun device and observed that the patient temperature (pt1) was not reading. Had them connect a calibration test unit (ctu) and simulate different patient temperatures; patient temperature (pt1) did not register a temperature. Discussed this was indicative of a failed isolation card.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were evaluating the arctic sun device and observed that the patient temperature (pt1) was not reading. Had them connect a calibration test unit (ctu) and simulate different patient temperatures; patient temperature (pt1) did not register a temperature. Discussed this was indicative of a failed isolation card.